Event description:
A report was received that the patient was having difficulty charging the ipg due to pocket too deep. It was noted that the patient was a bigger woman and her anatomy causes it to go deep when standing or sitting. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well postoperatively.